Manufacturer narrative:
Standard disclaimer on file.

Event description:
Diabetic male took usual dosage of insulin after obtaining result of 166 mg/dl from device in the early morning. Approx. 20 minutes later while preparing to east breakfast, the diabetic passed out and experienced a seizure. Medics transported him to the cardiac unit where he remained at time of report. Treatment is unk. Comparison of lab result to meter after the event suggests the test strips had been damaged by improper storage. Diabetic was not following labelled instructions for using quality control solutions.